Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op testing, the helix did not come out properly from the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched, and dried blood is visible on the helix. At the time of analysis, torque could be transfers to the tip when the is-1 pin is rotated to extend and retract the helix. The helix will not function correctly due to the helix being stretched. If information is provided in the future, a supplemental report will be issued.